Event description:
The customer reported approximately fifty milliliters of fluid leaked outside the instrument from the sample line that had come off the needle assembly involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a small amount of dried blood at the bottom of the piercing module and cleaned up spillage utilizing personal protective equipment (ppe). The fse replaced the aspiration tubing from the needle to the blood detector (bd1). The fse noted slow flow through the blood sampling valve (bsv) and disassembled and cleaned the blood sampling valve. The fse performed system startup and system verification and completed retained patient samples without errors. The fse verified no fluid leak at the needle and piercing module. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).